Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of the device after a cardioversion, showed pacing parameters that were different than prior settings. The atrial and left ventricular leads were off and the right ventricular lead was set at 6.0 volts@1.5 milliseconds. The physician reprogrammed the device to the original parameters. The device remains in use and will be interrogated in clinic and evaluated. No patient complications have been reported as a result of this event.